Event description:
It was reported that during a pci procedure, the bioranger balloon ruptured. The balloon was being used to treat a lesion located in the 99% stenosed, heavily calcified left anterior descending (lad) artery. The bioranger balloon was ruptured at 10 atm on the initial inflation. The procedure was completed with a quantum maverick balloon. No patient complications were reported. Patient's status listed as "good."